Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that the patient realized their pump had audible alarm signals. They went to the hospital, the hcp interrogated the pump, and they got an error message (motor stall occurred). The event date was reported to be (B)(6) 2018. The pump was replaced on the same date. The issue resolved. The pump would be returned. The patient status was alive - no injury. It was reported there were no environmental, external, or patient factors related to the issue. There were no reported symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft -bearing. A review of the interrogation report indicated the pump had been delivering baclofen (1000.0 mcg/ml at 849.1 mcg/day) and morphine (10.0 mg/ml at 8.491 mg/day). (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Pump event logs were not available. It was stated there was a baclofen and morphine mixture in the pump; the concentration was unknown. It was a 5 year old pump and worked with a high daily dose. The patient did not experience any symptoms. After the first alarm they went to the hospital where they received oral baclofen to maintain therapy. The pump was currently with the courier company. The tracking number was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.